Event description:
The reporter contacted animas on (B)(6) 2012 stating that the pump had powered off and the patient experienced a blood glucose (bg) value of 573mg/dl with dizziness. The patient reportedly was taken to the emergency room (ER), was disconnected from the pump and was treated with lantus. It was noted that the patient reportedly was taking medications for health issues unrelated to the reported bg event. Customer support (cs) reviewed the pump with the reporter and during troubleshooting, the pump reportedly emitted an alarm and then powered off. It was noted that after the replacing the battery, the reporter stated when trying to attempt to review the pump with cs, the pump reportedly became very hot and was unable to continue troubleshooting the pump. There was reportedly visible moisture inside the pump's display screen and there was reported damage to the keypad. The patient denied damage to the battery compartment or battery cap. It was noted that the battery cap had not been changed in over 13 months but was still able to secure tightly to the pump with no visible yellow o-ring. There was no indication of a sit/set or cartridge issue. The patient discontinued the use of the pump, the pump is being returned for troubleshooting and the patient is taking lantus for a back-up plan. This complaint is being reported due to the patient's hyperglycemic event while using insulin pump therapy and the allegation that the pump powered off.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. However, use error contributed to the reported blood glucose event as the patient continued to use a damaged pump while being on insulin pump therapy.

Manufacturer narrative:
Device not evaluated code was inadvertently not added. Evaluated by manufacturer is no, not yes as previously reported.

Manufacturer narrative:
(B)(4): black box and download histories were not available. The pump was received for investigation with visible moisture behind the display lens. The battery cap was not returned with the pump for investigation. A test battery cap was used for testing. On testing, the pump would not power on. Functionality testing could not be completed. A leak test was performed and revealed a leak at the keypad. The pump was opened for investigation and revealed evidence of moisture corrosion inside the pump on the display screen and on the internal components.

Manufacturer narrative:
Adding additional health conditions; other health conditions: aspergers, hypothyroidism.